Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary did not power on and remained stuck on a black screen with a beeping sound; a hard reboot was attempted, but the issue persisted, and the rear fan attempted to spin before eventually stopping. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on and stuck on a black screen with a beeping sound. A field service engineer (fse) addressed a black screen and no power condition by isolating the issue to auxiliary drawers 1.1 and 1.2. The fse used a meter to determine that the drawer 1.1 controller was defective, replaced the drawer controller, and then verified through diagnostics that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.